Event description:
It was reported that the pump motor stall occurred due to the health care provider using a magnet to telemetry the pump. The motor stall recovered within 10 minutes was noted in the event log. There was no patient symptom reported and the patient outcome was unknown. The drug delivered in the pump was unknown.

Manufacturer narrative:
Product ID 8840 lot# serial# unknown; product type programmer, physician product ID neu_unknown_cath lot# unknown; product type catheter. (B)(4).